Event description:
On (B)(6) 2020, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was reading inaccurately high. The patient was then called back to obtain further information relating to the complaint. The complaint was classified based on customer service agent (csa) documentation and a review of the call by customer quality. The patient was unable to clearly recall when the product issue first occurred but stated that on either friday (B)(6) or saturday (B)(6) 2020, at around 03:00pm. The patient reported that she obtained results of ¿hi (over 600mg/dl) and ¿500mg/dl¿ on the subject meter, which she felt were inaccurately high in comparison to her feelings or normal results. The patient manages her diabetes with victoza and glipizide and denied making any changes to her usual diabetes management, however did state that she ¿waited for her blood glucose to go down¿ in response to the high readings. The patient reported that on, what she thinks was friday (B)(6) 2020, at around 03:00 to 04:00 pm, developed symptoms of ¿could not talk or move¿ and the emergency medical services (ems) were called who measured her blood glucose on an ems meter, which gave a result of ¿56mg/dl¿ and she was treated with glucose tablets/gel. Csa was unable to troubleshoot the issue with the patient. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly developed symptoms of a serious injury and received medical intervention after the meter issue occurred.